Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that blood leak was observed from the top of the dialyzer during the patient¿s hemodialysis (hd) treatment. Upon follow up, the clinic manager the blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The fresenius 2008t machine, did not alarm appropriately with a blood leak alarm as the leak was described as external. Blood leak test strips not used as the blood was observed dripped on the side of the dialyzer from the top. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was not provided as the clinic manager stated that the blood in the dialyzer was rinse back with 200ml of saline per clinic procedure. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies.